Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper abdomen using coolcore applicators and to the lower abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) about 12 weeks after treatment. Ph was described as an increase in size of the lower abdomen, and development of new firmness to the lower abdomen. On (B)(6)2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the upper and lower abdomen. Allergan could only confirm ph in the lower abdomen.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to the upper abdomen using coolcore applicators and to the lower abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) about 12 weeks after treatment. Ph was described as an increase in size of the lower abdomen, and development of new firmness to the lower abdomen. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the upper and lower abdomen. Allergan could only confirm ph in the lower abdomen.

Manufacturer narrative:
Recall was added to the remedial action h.7 correction removal numbers h9 was added. Narrative type was updated to corrected data h.10 narrative was updated with recall statement h.11 this is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper abdomen using coolcore applicators and to the lower abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) about 12 weeks after treatment. Ph was described as an increase in size of the lower abdomen, and development of new firmness to the lower abdomen. On (B)(6) 2017, the patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the upper and lower abdomen. Allergan could only confirm ph in the lower abdomen.